Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. The patient was found by a family member deceased at home. The family member stated that they could "hear the machine going off" and that "the couch and bed was soiled with blood or bowel".

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. As of (B)(6) 2022, the pump has not been returned. If hm3 lvas, serial number (B)(4), is returned to abbott at a later date, this investigation may be reopened to include the evaluation of the device. The hm3 lvas IFU is currently available. The IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.